Manufacturer narrative:
A livanova field service representative was dispatched onsite to investigate the device. The reported issue could neither be reproduced nor be confirmed. The device was working properly. Subsequent functional verification testing was completed without further issues and the unit was returned to service. As the issue could not be reproduced, a root cause could not be determined. A review of the DHR did not identify any deviations or non-conformities relevant to the issue.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement and no patient information has been provided. Livanova (B)(4) manufactures the erc tubing clamp/ 500mm. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a erc tubing clamp/500mm was not closing during a procedure. There was no report of patient injury.